Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported headaches and a cerebrospinal fluid leakage (cfs) was suspected. The patient underwent a magnetic resonance imaging (MRI) and reported unintended stimulation during the MRI. A device check was preformed prior to the MRI, with no anomalies were observed. It was additionally reported that the patient suffers from vertigo which has made them hypersensitive and anxious. The patient elected to turn the stimulation off to focus on managing their vertigo condition. A csf leak was not detected in the MRI, and the pain physician elected to perform a revision procedure. During the revision procedure, a csf leak was confirmed, and the physician opted to replace the cls and leads to resolve the reported event.